Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that poor communication occurred due to a cable failure and the image was not displayed. It is likely that the cable failure occurred due to disconnection caused by the damaged appearance of the cable. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the camera head had no image. There were no reports of patient harm associated with this event. Additional information has been requested regarding this event, however, it has not been received.

Manufacturer narrative:
The device was returned to olympus for a device evaluation, and the customers allegation was confirmed. The evaluation found that there was no image due to a damaged video cable, and there was rust inside the adapter. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if additional information becomes available.